Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the  patient had a stroke on friday and the hospital had to call a manufacturer representative (rep) to come out and turn therapy off so patient could get an MRI, but now therapy was turned off and they needed to turn therapy back on. The caller mentioned the patient was now hooked up to a catheter because they could not go to the restroom and they had a feeling this had something to do with the bladder stimulator. The agent redirected the caller to the patient's healthcare provider (hcp) to further address the issue. The caller provided event date as the patient peed on friday when they "located" the patient before they realized the patient had a stroke, they thought the patient peed they would say saturday maybe and they came out and turned therapy off on (B)(6) or (B)(6). The agent asked if a rep had been notified of the patient's symptoms and the caller did not know. The agent reviewed the role of the rep and provided the caller the national answering service (nas) phone number for the hospital to call to page representative. The agent emailed field staff to notify of the si tuation. The patient representative called back on (B)(6) 2026 and repeated information from call summary regarding patient having a stroke and requiring assistance from a rep to deactivate MRI mode and turn therapy back on. The caller repeated that the patient was using a catheter since the therapy was turned off. The agent noticed that the field responded to the email and noted that they would call the patient, but the patient representative never received a call. The patient representative mentioned that unknown numbers went straight to their voicemail, so they requested the rep to leave a message if they reached voicemail. The agent emailed the field.